Event description:
It was reported that the fiber broke and split in the middle at the top of the ureteroscope and burned the physician during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke and split in the middle at the top of the ureteroscope and burned the physician during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.